Event description:
Customer initially called to be removed from the mailing list. Customer mentioned being hospitalized some time last year with high blood glucose levels. Customer stated that she had ans infection during that time and she was not sure whether the hospitalization was pump related or not.